Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Please note additional devices involved: pxa230300/03890479, pxa230300/06264014, pxa230300/06212756, pxa230300/06212755, pxa230300/05774867, pxa260300/05153365.

Event description:
On (B)(6), 2005, this patient was implanted with gore excluder aaa endoprostheses to treat an infrarenal saccular aortic aneurysm. On (B)(6), 2009, the patient was implanted with aortic extender components to address infrarenal aortic pseudoaneurysms. On (B)(6), 2009, the patient was implanted with an aortic extender component to address a proximal type I endoleak with pseudoaneurysm formation. On (B)(6), 2009, this patient passed away. Cause of death was septic shock.